Event description:
Patient was implanted with ti lcp volar distal radius plate - extra-articular 4h head-left in (B)(6) 2011. Patient healed but complained of irritation. The patient was returned to the operating room on (B)(6) 2012 for removal of the hardware. The implants were not anatomically placed, they were raised off the bone. During removal of the locking screws, the heads of the locking screws snapped off from the shafts. All shafts were retrieved. All hardware was removed and patient was not revised to additional implants. The cortex screws were intact on the plate. This report is number 8 of 8 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.